Event description:
The dealer stated the customer hit a pot hole and broke the left front caster in half and bent the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.